Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed and a visual evaluation noted that fiber tip was broken. The fiber measured approximately 310.8 cm from the top of the connector to the break. The remainder of the distal tip was not returned. The exposed glass tip measured approximately 1.5 mm and appeared fractured. Examination under magnification confirmed that the pattern on the tip was consistent with a fracture. The fiber was connected to the laser console and was recognized. The fiber had been used zero times. No other issues with the device were noted. The analysis of the returned device found that fiber tip was fractured and detached, likely the tip was fractured as a result of handling of the device during unpacking or when the device was introduced into the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 07, 2020 that a lighttrail reusable 270um laser fiber was used in a holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, the laser fiber malfunctioned. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of laser fiber tip detached.